Event description:
On 06/21/2000, the facility's surgical service clinician informed the MFR's (MFR) sales representative of the following: the physician attempted to place the catheter into the peel away sheath and it would not advance. They pulled another 6 french (fr) introducer and 5fr catheter was still to large. Hosp believes that this a 7 fr catheter sent with a 6 fr introducer. The report states that the device was not implanted. No further details were provided.